Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). Please see updated sections: g4, g7, h2, h3, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that the device was no image. We are not able to determine a root cause for the reported failure .the probable root cause based on the device evaluation findings, presumed to be due to a processor failure." Per the instructions for use: the following precautions against frozen or lost endoscopic images. Make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. Turn the video system center off. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.

Manufacturer narrative:
Device was received for evaluation. Device was evaluated and showed no image, the display was black. Further evaluation was performed and determined that the device issue was intermittent. The intermittent issue was found to be due to a shortage in cable. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the reported issue was confirmed. The root cause of the issue was attributed to a shortage in cable. Once replaced, the issue was resolved.

Event description:
It was reported that during preparation for use the device exhibited no image. The issue was resolved by replacing the unit with similar device. There was no patient involvement reported on this event. No user harm or injury was reported.